Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio was unable to determine the cause of the device not powering on. It was observed that the charge-pak assembly installed into the device was expired, however this was not determined to have caused the reported power failure. The cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
The customer initially reported that their device only was showing the attention icon. After an evaluation of the device by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported failure.